Event description:
7/21/97-size 8 french snap lock medi port cv (central venous) catheter inserted intraoperatively. 9/5/97 - noted problems accessing the central venous port-chest xray revealed a fracture of the catheter with the distal end lodged in the right pulmonary artery. Via cardiac catheterization, the distal catheter was removed without difficulty. Surgery then removed the proximal port & catheter. Pt tolerated the procedure well.